Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy, keeping the pump plugged into the power source whenever they needed to illuminate the pump screen, until the replacement pump arrived.